Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with scratches and cracks on lcd lens screen. Event log history was performed and indicated that system fault 41,541 occurred 1 0 0 3 was recorded in history. During analysis, the customer's reported problem was unable to be duplicated. Service recommended replacing the latch lock optic flex sensor for preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a red screen. The issue was discovered during routine testing and there was no patient involvement.